Event description:
The physician placed a neuron 070 and then advanced a psc032 into the superior division of the mca, then advanced a pss032. The physician was able to advance the separator almost to the end of the catheter when it suddenly stopped and the separator kinked proximally. The physician decided to pull the separator and used a 0.014" wire to break up the clot. The wire passed without resistance. The physician mentioned that he thought he may have had the touhy too tight and when he pushed it through, he may have kinked the catheter but he was unsure. A post-procedural CT showed some extravasation that was considered a possible reperfusion hemorrhage at the time, but may have been contrast as well. The physician did not think this was device related, but was probably due to opening the vessels.

Manufacturer narrative:
Technical eval: the separator shows a bend of approx 90 degrees 3cm pass the beginning of the coated section located at the proximal section of the device. The incident was confirmed as reported. This failure mode is consistent with the separator wire being pushed through the reperfusion catheter and running into a kink in the catheter. The physician mentioned that he might have had the touhy too tight and he may have slightly kinked the catheter, which would have caused resistance between the separator and the reperfusion catheter. The catheter was disposed of by the hospital and could not be evaluated. The DHR of this mfg lot has been reviewed. A review of the device history record (DHR) was completed on pn 1943 a (lot # l13538). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The lot has passed all dimensional requirements per spec. In addition, all destructive testing was completed per required process monitoring requirements and results met spec. The parts released in this lot met process requirement.